Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported tha the patient fell and fractured their femur. Infection was suspected and confirmed during the surgery. Implants were removed on (B)(6) 2014 anda prostalac spacer was implanted.